Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystallization inside control body. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope's large and small wheels couldn't turn, and the image is blurry. The issue was found during service maintenance. There were no reports of patient involvement.